Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The self-adhesive plaster detached from the patient's skin immediately after applying the plaster. The next infusion set from the same lot number also detached from the patient's skin.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.